Event description:
It was reported that the external pulse generator (epg) was returned for preventative maintenance and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined during analysis of the external pulse generator (epg) the device failed incoming inspection due to a defective display. Analysis also noted that the lower case was broken and the keypad was scratched. The epg was scrapped. If information is provided in the future, a supplemental report will be issued.